Manufacturer narrative:
Investigation included user education and troubleshooting, during which the agent guided a complete supply change and arranged follow-up. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with a probable contribution from infusion site absorption issues. It was concluded that the event was related to high glucose with an undetermined root cause, and the device functioned as it issued a high-glucose alert. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas with a teflon infusion set, with glucose peaking at 313 mg/dl and remaining above target for several hours despite a level trend, and the user noted prior absorption issues at the current infusion site and that a high-glucose alert occurred but was not heard. Symptoms included nausea. Outcomes included no hospitalization and resolution steps performed at home.